Manufacturer narrative:
The patient age, gender and weight was not provided. Approximate age of device - the motor is a single use device. The serial number of the motor is not known. No further information is available at this time. A supplemental report will be submitted when manufacturer's investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the motor started to make a funny noise (suspected clot), and was hot to touch. The console screen went blank. The team was not able to make any adjustment was unable to emergently stop the pump. The emergent shut off was un-responsive. The team removed the motor from the back of the console and placed the same motor into a secondary console. Switching the motor resolved the issue. The alarm which had been produced during this event was thought to be the s3 alarm.

Manufacturer narrative:
Section d4: additional information.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm and a blank display was confirmed. The centrimag motor was returned to mcs zurich for analysis and was investigated under RMA 19-027 by investigator (B)(6). The reported event of a s3 alarm and a blank display was able to be confirmed via the console¿s log file as well as be reproduced. A log file was downloaded from the associated and returned console . A review of the downloaded log file showed that on (B)(6) 2019 at 23:05, an ifd-shutdown (display dark) event occurred triggering the alerts ¿system alert: s3¿ and ¿set pump speed not reached: m5¿. The speed dropped from 4450 rpm (displayed flow of 5 lpm) to 3230 with a flow of 0 lpm displayed, confirming the reported event. A further investigation on the returned devices was performed by the r&d department of mcs zurich. Reports of similar events have been documented and corrective action had been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.